Event description:
It was reported that the pt had a pump refill. Subsequently, the pt presented to the clinic with unspecified sign of baclofen overdose. In 2009, the pump was explanted and replaced. The report also noted "catheter other surgical intervention", specific details were not provided. In the same month, the pt was doing well. The pt outcome was recovered without sequela.